Manufacturer narrative:
(B)(4). Batch #: n53u5u: the analysis results found that the tcr10 reload was received unfired and with the left gripping surface damage. In addition with the swing tab missing. No functional test was performed. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the surgeon was going to use the device for a patient having a malignant neoplasm of stomach, but the site connected to the lower body at the time of opening was damaged and could not be used. Unknown what was used to complete the procedure. There were no adverse consequences for the patient.